Event description:
It is reported that the device was implanted in 2002 and was explanted in 2008, due to the patient having frequent dislocations of the head neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.